Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The pump remains in use supporting the patient. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. No prior events were reported for this patient throughout approximately 7 months on vad support. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a hemorrhagic stroke on (B)(6) 2016. A craniotomy was performed and during the procedure, low flow alarms occurred. Since that time, pump parameters have reportedly remained stable. Prior to the stroke, the patient had been stable at home with a therapeutic inr since implant on (B)(6) 2015. The patient's inr was 3.4 upon admission. As of (B)(6) 2016, the patient remained alive with severe respiratory and feeding deficits. Combined tracheostomy and percutaneous endoscopic gastrostomy placement was to be performed on (B)(6) 2016. The lvad was reported to be functioning as intended. It was reported that the plan was to place the patient in a long-term acute care facility. No further information was provided.